Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an appendectomy procedure, when the device was about to be fired, the surgeon was able to press the green button but could not squeeze the handle and the device was not able to be fired. Surgeon used another product to complete the procedure. No patient injury.